Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Superior vena cava (svc) defibrillation impedance steady at approximately 66 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016, and varies greatly thereafter. Concomitant medical devices: d284trk ICD, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's right ventricular (rv) lead had high and fluctuating superior vena cava (svc) impedance. The patient had x-rays performed with no evidence. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately 2.25 years later, both the rv coil and svc coil impedance had high impedance. The lead was capped and replaced.